Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B72990) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia and uti. Concurrent conditions included menometrorrhagia, overdose, somnolence, cystitis interstitial, suicidal ideation, anxiety, depression and acute tonsillitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection/ infection (other) describe: I had a bad infection when I went in to the doctor. "), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: five coils were noted in the endometrium in the right ostia and (, coils in the left ostia insertion date descripancy(B)(6) 2011 00:00 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: nonpatent fallopian tubes. Pregnancy test - on an unknown date: negative result . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2011 (per mr). Lot number (b72990) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, bad infection, bladder problems or changes, urinary problems or changes and abdominal pain) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B72990- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia and uti. Concurrent conditions included menometrorrhagia, overdose, somnolence, cystitis interstitial, suicidal ideation, anxiety, depression and acute tonsillitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection/ infection (other) describe: I had a bad infection when I went in to the doctor."), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: five coils were noted in the endometrium in the right ostia and (, coils in the left ostia. Insertion date discrepancy=(B)(6) 2011 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: nonpatent fallopian tubes. Pregnancy test - on an unknown date: negative result. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.